Event description:
Per patient's daughter and review of medical records: in 2007, patient underwent an open ventral incisional hernia report with a bard composix kugel. At approx 17 days later, during routine follow-up, md noted the fascia was separated with bowel present within incision. Patient admitted to hospital. Exploratory laparotomy with mesh removal and repair of dehiscence performed. Per operative report, (regarding the mesh), "the lower portion was already open with a dehiscence and the mesh had come loose all along the left side of the previous repair." During hospital stay, patient became dizzy and hypotensive, admitted to ICU. EKG changes were found. Pulmonary embolus ruled out. At approximately 22 days post-procedure, patient had a syncopal episode. She was found unresponsive with no pulse or respiration. CPR, intubated, IV medications and defibrillation performed. A review of the patient's implanted defibrillator traced 3 firings prior to her unresponsive episode. Doctor noted on patient's progress notes/discharge summary, "once she was in ICU, she had a progressive downhill course. My feeling was (although we never got to work her up) that she had hypoxic brain death with multisystems failure secondary to a myocardial infarction with her history". In the next day, patient expired. Death certificate states cardiopulmonary arrest as the cause of death. (The medical records provided and the death certificate did not state or indicate that the bard mesh or that the surgery about 5 days prior caused or contributed to the patient's death.)

Manufacturer narrative:
Death certificate states cardiopulmonary arrest as the cause of death. The medical records provided and the death certificate did not state or indicate that the bard mesh or that the surgery caused or contributed to the patient's death. Currently, it is unknown whether or not the bard mesh device may have caused or contributed to the patient's dehiscence as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.